Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 115 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.